Event description:
A malfunction alarm, labeled as malf 1, was reported with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use a backup insulin pump while tandem technical support arranged for a replacement pump to be sent. The customer was instructed on how to put the malfunctioning pump into storage mode before returning it to tandem, and it was confirmed that the customer acknowledged all steps required for the return and receipt of the new pump.